Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Functional testing revealed optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent delay remains unknown.

Event description:
During a premature ventricular contraction (pvc) procedure, contact force was lost causing a delay. While ablating the pvc, it was noted that the contact force was lost intermittently and an error message was noted stating, "check fiber optic connection, no catheter connected". The catheter was unplugged and the tactisys and rf generator were rebooted with no resolution. The catheter was exchanged, and the procedure was completed with no adverse patient consequences.